Manufacturer narrative:
The subject device was returned to olympus for annual inspection. In addition to evaluation in event, adhesive on bending section cover was detached. Bending section cover had discoloration. Connecting tube had a scratch. Universal cord had a scratch. Due to wear of angle wire, bending angle in up and right direction did not meet the standard value. Plastic distal end cover had a dent. Light guide lens had a crack. Due to annual inspection, parts have to be replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus technical service engineer had a demo asset (evis exera ii duodenovideoscope) returned with no complaint from by the end user. During incoming inspection, it was determined the forceps elevator had foreign material. Foreign material was yellowish/brown in color and an unknown material. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The following information was provided with regards to the event: the device is used in demonstration activities and the determination of foreign material was observed during the annual inspection at manufacturing workshop. After the demo, the scope was directly sent for inspection without the reprocessing done. No record of the information regarding reprocessing is available including the return of endoscope. No complaint was received from the end user. The possibility of device being used for the procedure while foreign material was present on the device can not be ruled out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, foreign material remained due to the device not being reprocessed. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: detection way is included in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Preventive measures are included in evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.